Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of bacterial peritonitis in a patient coincident with dianeal-n pd-4 1.5 therapies intraperitoneally (ip) for chronic renal failure. At the time of this report, the action taken with dianeal-n pd-4 1.5 therapy was ongoing, dose not changed. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested by cloudy effluent. On (B)(6) 2012, the patient contacted (B)(4) baxter technical center and reported he had slightly cloudy peritoneal effluent during the drain cycle. The patient was hospitalized on (B)(6) 2012 for the event of bacterial peritonitis. The severity level was mild. On (B)(6) 2012, the patient began remedial treatment with unspecified antibiotics (intravenously and ip, frequencies not reported) and ip irrigation. On (B)(6) 2012, the event of peritonitis resolved. The patient remained hospitalized.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.